Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the edema was not determined.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an edema occur around the lead. The edema was diagnosed with a CT scan a 11 days after the implant of the lead. It was unknown if there were any external or environmental factors that led to the event. The patient was prescribed steroid therapy with cortisone. The issue has been resolved. No further complications were reported or anticipated.